Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to on (B)(6) 2026 [alert date]. Section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. The product was received for evaluation. Device evaluation: visual inspection revealed that the cleaned lens was cut in half with damage on the surface. One haptic was also detached. No further issues were identified. The complaint issue "unspecified/other w/ patient involvement" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 23, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded extended depth of focus intraocular lens (iol) did not perform as expected. The event was observed during implantation/application. No further information was provided.